Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: unspecified microbes (>100 cfu/100ml). [Second time; (B)(6) 2021]: instrument channel: unspecified microbes (>80 cfu/endoscope). Auxiliary water channel: unspecified microbes (17 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope ((B)(4)), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus france (ofr). For evaluation. In the evaluation of ofr the following was confirmed; light guide lens damaged. Distal end cover cap has dents. Bending section rubber adhesive worn out . Connecting tube has wrinkles. Switch rubber button wear and tear. Control section was damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.